Manufacturer narrative:
H4: device manufacture date: september 1, 2020 - september 2, 2020. The device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "ball" (balloon) of a small volume folfusor has not retracted and did not infuse during patient use of the device. The nurse tested the peripherally inserted central catheter (PICC) line which has no anomalies. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.